Event description:
It was reported by the rep that the device was used during an operative laparoscopy. It was reported the 512s trocar outer seal tore during two consecutive cases. The surgeon has used trocars for a number of years and not experienced difficulties in the past. New trocars were opened to complete the cases. The trocars pulled from the same box. There was no consequence to the patient.